Manufacturer narrative:
Device evaluation of battery packs (B)(4) been completed. The reported problem (does not power monitor and does not charge) was confirmed. As received, the battery pack was non-functional when placed in a charger and monitor. Upon evaluation, the f1 fuse was open. The cause of the open fuse is excessive current. The root cause of the excessive current cannot be positively identified. No adverse event resulted from the defective battery packs.

Event description:
A us distributor contacted zoll to report that a patient's battery pack was not able to power a monitor or charge.